Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was already scheduled for revision. Rv lead therapy was turned off. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was already scheduled for revision. This lead remains in service. No additional adverse patient effects were reported.